Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a filter in the oer-6, and it had not been replaced for over a year. The issue was found during reprocessing of the device. There was no patient involvement.